Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 98% stenosed, 16mm in length target lesion was located in the severely tortuous, severely calcified, and 2.75mm in diameter left anterior descending artery. A 2.75x16mm promus element drug-eluting stent was advanced but failed to cross the lesion and the stent struts got damaged. The device was simply pulled back and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product. Device evaluated by manufacturer: a promus element, mr, ous 2.75 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts were damaged the whole length with stent struts pulled distally. The whole stent moved from its crimped position and was returned loaded on a guidewire distal from the distal end of the tip. The stent od (outer diameter) at the time of manufacture was within maximum crimped stent profile measurement. Minor stent damage most likely occurred due to excessive force that could have been applied during advancing attempts and more damage and stent movement on balloon most likely occurred during withdrawal attempts. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were relaxed. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found multiple extrusion shaft kinks on several locations of the shaft polymer extrusion shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 98% stenosed, 16mm in length target lesion was located in the severely tortuous, severely calcified, and 2.75mm in diameter left anterior descending artery. A 2.75x16mm promus element drug-eluting stent was advanced but failed to cross the lesion and the stent struts got damaged. The device was simply pulled back and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.